Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device eval. The customer's reported complaint description of soft-vu breaking cannot be confirmed because no product was returned for eval. A definitive root cause for the reported complaint description cannot be determined. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all metrial, assembly, and performance specs. This type of complaint will continue to be monitored for trends. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends.

Event description:
As reported (B)(6) 2015, a pt of unk age and gender presented for an angiographic procedure. During the procedure, during manipulation of the device, the tip of the catheter fractured off inside of the pt. It was reported to be floating in the distal ao and pulled into the rsfa. The treating physician was unable to remove the fractured piece. A vascular surgeon was called in to assist and was able to successfully snare the piece with no harm or injury to the pt. The procedure was aborted due to the event. The pt suffered no permanent harm or injury due to the event. It was reported the disposable device is not available for return to the MFR for eval as it was disposed of by the user.